Event description:
Pt had glucose reading of 271 mg/dl before bed. Injected e basal insulin before bed and awoke with severe hypoglycemia. Pt did not seek medical treatment.

Manufacturer narrative:
Ibgstar meter sn (B)(4) and test strip lot# hl27wy59b; exp: 05/2012, were tested on (B)(6) 2012. Results: 138 mg/dl, 128 mg/dl, 127 mg/dl. The complaint could not be confirmed. The function test sows the ibgstar mater worked properly and met specifications.